Event description:
It was reported the patient presented in clinic with bradycardia and dizziness. Upon interrogation, it was discovered the right ventricular lead could not capture and had high pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Analysis was normal. No anomalies were found.